Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-06142, related manufacturer reference number: 2017865-2021-06143. It was reported that the patient presented in clinic upon developing an infection. The patient's pacemaker, atrial lead, and ventricular lead were all explanted. The patient was stable.